Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Two non-sustained tachycardia and 3 "lead failure predictor" episodes of less than 220 ms v-v cycle are recordedon 2013-(B)(6).

Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted. During the implanting procedure, the lv lead exhibited high, out of range, impedance and noise was observed. The lead was attempted again with the same results. The physician then pulled the lead out and it was confirmed that the lead had blood ingression. A different lead was implanted and remains in use. Also, one hour post procedure, the patient received inappropriate therapy due to dislodgement of the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Dtbb2d4 implantable cardioverter defibrillator (ICD)  implanted: 2013-(B)(6). (B)(4).